Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 145 mg/dl at the time of incident. The pump displacement test passed. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned with no unexpected inter processor communication error, hardware low level failures or motor processor error alarms noted during our testing. However, hardware low level failures were present in format history file due to software error. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, faded serial number label and peeling end cap address label.